Manufacturer narrative:
The alt reagent lot number was 822694 with an expiration date of 30-nov-2025. On (B)(6)2025 the field service engineer (fse) noticed some backflow in one of the drying tubes at the rinse station. The fse performed a full re-tubing. The investigation is ongoing.

Event description:
The initial reporter complained of intermittent instrument alarms and calibration and qc issues on a cobas 8000 c702 module. The customer repeated "some" patient samples and discrepant results were identified for 2 patient samples tested for alanine aminotransferase (alt). Patient 1 initial result was 76 u/l. The sample was repeated twice on a different analyzer with results of 25 u/l and 22 u/l. Patient 2 initial result was 150 u/l. The sample was repeated on a different analyzer with a result of 78 u/l.

Manufacturer narrative:
The customer has not provided any additional information for the investigation. The customer has not complained of any further issues. Based on the information provided, the cause of the event could not be determined.